Event description:
Doctor had ordered a PICC line to be removed from a patient. The nurse took off the dressing and tape and then the statlock device. She had just started to pull it out and it snapped in half. The other half was still in the patient. The patient had to be transferred to another hospital to have the other piece removed.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.